Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The entire lead was removed and replaced; however it was noted that during the extraction of the rv lead the helix would not retract even after about 50 turns. The lead did eventually come out even though the helix was still extended. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and primary analysis revealed that the distal conductor was distorted. There was blood/body fluid on the distal conductor (not obstructed). There was blood in/on the helix/lobe mechanism and sleeve head. And tip seal observation. Visual analysis revealed apparent explant damage.